Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k)# is k093745.

Event description:
The user in (B)(6) reported blood glucose results of "3.4 mmol/l, 4.9 mmol/l and 5.4 mmol/l" with onetouch verio, performed within 30 minutes of each other. The results fell outside of expected values for precision testing. The meter did not cause or contribute to an adverse event since the symptoms are not suggestive of a serious injury and the meter readings correlated with the patient's treatment. As the results fell outside expected values for precision testing, this complaint is being reported.